Event description:
It was reported that outside of surgery the unit doesn't work. The ratchet handle didn¿t work properly, which resulted in an unusable skin graft. No adverse events were reported as a result of this malfunction. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Investigation incomplete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device failed the test mesh during device evaluation as the cutter was stuck in the device. The ends of the cutter and roller were heavily worn, and the device was out of calibration. The returned ratchet passed testing. The cutter and roller were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information was received that there was a 15 minute delay in procedure and an additional unplanned skin graft was required to complete the procedure. Due diligence is complete and no additional information is available.